Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The parent of a customer indicated via phone call of unexplained high blood glucose of 600 mg/dl and most recent blood glucose was 73 mg/dl. The customer indicated that the blood glucose value was in the pump history report but believes that the report may be incorrect. Troubleshooting explained to caller to call when the actual issue occurs so that pump can go through troubleshooting.